Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tip clamp sleeve at position #7 was stuck in the up position. The fse observed dried sample at position #7 on the tip clamp and tip clamp sleeve. The fse removed and cleaned the plunger clamp, tip clamp sleeve, tip clamp and compression spring. The fse performed splld checking procedure and tested summit with (B)(4) user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).